Event description:
The customer reported that her sensor inserted fine, but when she went to pull off the needle hub, the electrode pulled out of the sensor along with the needle. The customer's blood glucose was 129 mg/dl. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed a visual inspection and found electrode peeled back or retracted from the tubing's insertion needle. It was not possible to confirm sensor damage due to customer returning the product opened and used.